Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and was unable to identify any malfunction with the sterilizer or transfer cart. The technician adjusted the tension of the release rod slightly, tested the unit with a transfer cart, and confirmed it to be operating according to specification. The technician confirmed with the user facility that when the employee was loading the transfer cart into the sterilizer, the hook plate did not align correctly with the sterilizer. The employee attempted to realign the transfer cart pulling on the transfer cart with one hand and holding the side of the cart with the other hand. When the cart was moved the employee incurred an injury.

Event description:
The user facility reported an employee incurred an injury while pushing a transfer cart into their 49" century sterilizer. The employee did not seek medical treatment and the injury did not require any self treatment. The employee did not miss work due to the reported event.